Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a protégé everflex self-expanding stent system during treatment of a calcified and plaque lesion in the patient¿s mid left superficial femoral artery (sfa). Slight vessel tortuosity and calcification are reported. Lesion exhibited 70% stenosis. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was pepped without issue. Pre-dilation was performed using a 5x200mm pre-dilation device. The device was not passed through a previously deployed stent. No resistance was encountered during advancement. It is reported the stent was successfully deployed but following deployment the delivery system fell off in the body . The delivery system is reporter to have fully detached. No fracture was observed. There was no intervention required for the removal of the device and all device components were removed from the patient. No vessel damage was noted. . It is reported later during the surgery, the detached portion was removed from the patient.

Manufacturer narrative:
Device evaluation visual inspection: an inspection of the returned protégé everflex was performed and observed the deployment system was separated into two segments. The deployment system was in a post deployment state with the deployed grips pulled together and the clear inner was observed exposed outside of the outer. The braided distal inner tubing was detached from the deployment system. The retainer remained attached to the braided tubing approximately 20cm from the proximal edge of the bonded tip assembly, which aligns with the product labeling associated to lot a944642. The proximal end of the braided inner was inspected under microscope. The proximal end showed a straight flat edge proximal to the bonded retainer. No fracture of the braided inner was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the detached portion of the delivery system was removed from the patient by surgery. No further patient injury was reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.